Event description:
Customer had a plasma pt sample that was run for a chemistry panel. The alt and ast results were unflagged and recovered alt 12 u per l and ast 13 u per l. The physician did not believe the results (alt and ast) as the pt normally runs quite high and he did not act on the results. Customer reran specimen on another analyzer and recovered alt 7224 (accompanied by a data flag, greater than test range) and ast 10242 u per l (accompanied by a data flag, greater than test range). Customer sent a corrected report for alt and ast values. Customer reran sample again on this analyzer on (B) (6) 2009 and recovered alt greater than 7000 (accompanied by a data flag, greater than test range) and ast 10736 u per l (accompanied by a data flag, greater than test range).

Manufacturer narrative:
The investigation determined a possible reason for the discrepancies was fibrin in the sample, causing a pre-analytical issue. Many of the assays in the chemistry panel were accompanied by data flags. Operator did not follow lab procedure which requires rerun of the entire chemistry panel when a data flag (present on any of the assays) indicates the sample is insufficient. The falsely low results were questioned by the physician, no adverse events were reported.